Event description:
The soft cut of the pivot -tm- prophy angle broke off and fell to the back of pt's tongue, while dentist was brushing her teeth after exam. When prophy angle was replaced with another pivot disposable prophy angle with soft cup, the soft cup also broke off and fell to the back of the pt's tongue. Another MFR's prophy angle was substituted and brushing was completed without further incident. Fear is that soft cup could have fallen into back of pt's throat, and pt would not have been able to clear and aspirated the soft cup. Dental techs noted that it has happened several times in the past, but was not reported.